Event description:
Related manufacturer's reference number: 2017865-2021-35043. It was reported that the patient presented in clinic. It was discovered that the patient had a pocket infection. According to the physician, the infection is due to the sterility during the procedure and was related to the hospital. The physician opted for a full system explant. The patient was in stable condition pre, during, and post procedure.